Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported positive culture event was not confirmed as the scope was not microbiologically tested. Additionally, the observed foreign material/white crystals in the forceps channel could not be identified and it was not possible to determine the relationship between the device and the positive culture results. A definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and no facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device was returned, and the evaluation found foreign material resembling white crystal in the instrument channel tube. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the colonovideoscope forceps tube tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.